Event description:
Prior to being inserted for a balloon expulsion test, it was discovered that the balloon catheter along with 4 other catheters that were still in packaging had holes in them. New catheters were obtained; no patient harm.